Manufacturer narrative:
Complained product received: user handling was identified as root cause for the complaint.

Event description:
[Oral-b refills] does not stay on the toothbrush and comes off [device breakage]. Case narrative: consumer e-mail stated toothbrush heads does not stay on the toothbrush and comes off during brushing. No injury was reported. On 07-07-2025: (product investigation results) product investigation results stated that suspect product is oral-b toothbrush (handle). Oral-b toothbrush (handle) investigated, received handle has worn and abraded metal shaft and dome, due to which the sample refill cannot reliably attach on the handle. No manufacturing cause and no design issue identified for handle. No injury was reported.